Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded noise on the atrial, rate sense and shock channels, exhibited by this right atrial (ra) and implantable defibrillation lead. No pacing inhibition or inappropriate therapy were noted. Additionally, the rate/sense and shock impedance measurements had declined, then exhibited out of range measurements. A revision procedure was performed where it was discovered that the high voltage leads were reversed in the header. The rate/sense portion of the defibrillation lead was surgically abandoned. An insulation breach was identified on the atrial lead; it was repaired and was reimplanted. The device was also explanted, replaced and returned to boston scientific for analysis.